Event description:
It was reported that the right atrial (ra) lead was oversensing some type of electrical noise and exhibited varying p-wave measurements. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: 5076 implantable pacing lead 2006 (B)(6). (B)(4).